Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that their lancet broke and when they have to change their infusion set, their blood glucose levels go high. The customer's blood glucose level was 450 mg/dl. Nothing was replaced or returned.